Manufacturer narrative:
Explanted product returned from medtronic; no information provided as to reason for explant (no corresponding patient obituary found online). Explanted devices analyzed; no anomalies found in the lead segments; ipg battery was fully depleted and therefore no analysis of performance possible. No further actions to be taken.

Event description:
Product forwarded from medtronic; explanted devices received for analysis on 5/20/2026.